Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 is leaking from bottom of reservoir. No patient adverse events reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A device history record (DHR) review was not performed because based upon review of the information provided by the customer it is a known issue with units manufactured at that time. A sample was received to perform an investigation. A visual inspection of the returned warmer found wear and tear damage to water tank cover and line cord. Functional testing was performed by filling the reservoir with water, attaching the temperature check to hotline, plugging in the line cord, and turning on the power switch to perform safety and electrical testing. The reported problem was duplicated. The cause of the problem was a cracked water tank cover. The problem was resolved by replacing the water tank cover. A supplier corrective action report (scar) request was initiated for this manufacturing issue that the covers exceeded the .020" requirement.